Event description:
Customer alleged discrepant, back to back blood glucose results of 160 mg/dl, 257 mg/dl, and 114 mg/dl when testing was performed within 9 minutes on the aviva system. Customer reported having no symptoms and reported taking no action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent.